Event description:
The customer returned the gastrointestinal videoscope to the service center for a separate issue. During the device analysis, the repair technician indicates that a corroded connecting tube and a b30 scope communication error code was found. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the cause that led to the malfunction of corroded connecting tube traced to component failure, and the cause of the b30 scope communication error could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.